Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. Functional testing found he assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that the device received a red light and would not activate during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy pancreatectomy procedure, when the first unit was activated, the light was green then it became red. Changed the dissector with same lot number and it worked fine. The second instrument worked fine until they saw part of the plastic on the jaw was 'peeled' off. Nothing fell into the patient's cavity. There was no patient injury.